Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 2 mg/ml at 0.4 mg/day and bupivacaine 30 mg/ml at 6.001 mg/day via an implantable pump for malignant breast pain. It was reported that device interrogation on (B)(6) 2017 revealed a pump motor stall occurred on (B)(6) 2017 at 12:04 with stall recovery several days later on (B)(6) 2017 at 16:48. The patient did not report any symptoms of withdrawal. A note on (B)(6) 2017 indicated the patient did have an MRI related to this motor stall. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No actions/interventions were taken. The event was considered 'resolved without sequelae' as of (B)(6) 2017 and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.